Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg would no longer charge. Surgical intervention may take place to resolve the issue.